Event description:
During a coronary drug eluting stenting treatment procedure, the stent appeared longer than labeled size. The physician advanced the 4.00 x 16 mm taxus express2 drug eluting stent to the lesion, but it appeared longer than 16 mm in length under fluoroscopy. The stent was withdrawn from the body and was measured to be 18 mm. The procedure was completed with another 4.00 x 16 mm taxus stent. No patient complications were reported. The patient's status is reported as `satsifactory/good'.